Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the spring tip of the rotawire guide wire was elongated and not separated. The physician encountered significant resistance upon attempting to remove the rotawire guide wire from the packaging hoop and had to use "strong" force to pull the wire out. The procedure was completed successfully with another of the same device.

Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire guide wire fracture occurred. Upon removing the rotawire guide wire from the packaging hoop, significant resistance was encountered and the tip of the wire broke. The procedure was completed with another of the same device. The device had no contact with the patient.